Event description:
It was reported that tip detachment occurred inside the patient. The target lesion was located in the iliac artery. An imager ii angiographic catheter was selected for use during a superficial femoral artery intervention. However, the tip of the catheter broke off inside the patient and in the process of snaring, the tip was cut into half. The largest portion of the catheter tip was removed, while a small portion became embedded in the iliac arterial wall. Subsequently, a stent was used to trap the embedded tip in the iliac portion. No patient complications were reported.

Event description:
It was reported that tip detachment occurred inside the patient. The target lesion was located in the iliac artery. An imager ii angiographic catheter was selected for use during a superficial femoral artery intervention. However, the tip of the catheter broke off inside the patient and in the process of snaring, the tip was cut into half. The largest portion of the catheter tip was removed, while a small portion became embedded in the iliac arterial wall. Subsequently, a stent was used to trap the embedded tip in the iliac portion. No patient complications were reported. It was futher reported that, the tip initially broke off in left common femoral artery before reaching lesion. It was captured through snaring and then broke it again trying to pull separated tip into the sheath. A 6fr sheath was used during the second break. Approximately 5mm length remained in the patient. The patient was reported to be ok and was discharged the same day.